Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-03946, 0001825034-2019-03948. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.